Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's latch solenoid's wires were cut, damaged, and exposed, necessitating the replacement of the solenoid with a new one. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis meditation es system drawer could not be closed, and sparks were observed coming from the back of the unit. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 5.1 failed to close. Customer stated that they also noticed a spark coming out from the back of the unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, g2, g6, h2, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-aug-2021 to 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch solenoid's wires were cut smashed which caused the spark. The field service engineer replaced the damaged solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.